Manufacturer narrative:
An osseotite® tapered certain® implant 5 x 10mm (item #xifnt510) was received for investigation alongside an abutment and screw. Visual inspection of the as returned implant identified minor signs of wear due to usage and evidence of tooling damage. Functional testing to recreate the reported event could not be performed due to the nature of the event. The product's dimensions were measured with digital calipers (cal1334 calibration due 25-sep-2020) and found to be within the specifications in the product's engineering drawing. No pre-existing conditions were noted on the per but pain and swelling were reported as a consequence of the reported events. The reported device was located on tooth # 30 and was used for approximately 1 year. An x-ray image was provided and reviewed by a dental medical sme. The image was found to confirm the reported bone loss around the implant. DHR review was completed for the subject lot number (2017111119). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record (op#0210) was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number (lot # 2017111119) for similar events and no other complaint was identified. December post market trending was reviewed and there were no actionable items or corrective actions for the reported events (infection and bone loss/periimplantitis) or device (xifnt510). Therefore, based on the available information, device malfunction did not occur, and the reported event of bone loss is confirmed. The infection part of the event is non-verifiable. The following sections have been updated: b4: date of this report. D4: unique identifier (UDI) number. D4: expiration date. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H3: device evaluated by manufacturer. H6: entered evaluation codes. H10: added manufacturer narrative. The following section has been corrected: h4: device manufacturer date.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient weight: not provided.

Event description:
It was reported that implant (xifnt510) was removed due to chronic to periimplantitis. Doctor also reported that implant gradually exfoliated with radiographic evidence of bone loss. Pain and swelling was also reported. Tooth location 30.